Event description:
The normal interface display disappeared and ¿coding lines¿ appeared on the screen (no pictures were available). It was unknown what may have caused the issue. There were no machine alarms. The patient's treatment was restarted on a different machine. Since the event, a machine recalibration and verification has been performed. The initial tests following the recalibration were ok. The machine was confirmed to be available for treatment again. It was confirmed there was no patient injury due to the blood loss, and the patient did not need any medical intervention.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
The normal interface display disappeared and ¿coding lines¿ appeared on the screen (no pictures were available). It was unknown what may have caused the issue. There were no machine alarms. The patient's treatment was restarted on a different machine. Since the event, a machine recalibration and verification has been performed. The initial tests following the recalibration were ok. The machine was confirmed to be available for treatment again. It was confirmed there was no patient injury due to the blood loss, and the patient did not need any medical intervention.

Event description:
It was reported that the ¿confirmation¿ button stopped working on a multifiltrate pro machine fourteen hours and two minutes into a patient¿s continuous renal replacement therapy (crrt). This occurred after the citrate bag was changed out. ¿coding lines¿ were visible on the screen. Blood reinfusion was not possible due to the issue. The treatment was discontinued and the patient experienced approximately 500 ml of blood loss. Multiple attempts were made to obtain additional information, and thus far no further details have been provided. The sample is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.